Event description:
It was reported to st. Jude medical that the pt had received inappropriate therapy and was brought to the hosp. Noise was observed on the electrograms. It was also noticed that there was no bipole sensing being performed by the ICD and no r-wave measurement could be taken. The noise on the electrograms appeared to be lead noise, however no other factors pointed to a failed lead. The pt was admitted and the device was programmed to afo. During invasive testing, it was determined that the noise was due to the ICD and not the lead. The decesion was made to explant the ICD.